Event description:
It was reported that the asymptomatic non dependent patient's right ventricular lead exhibited oversensing, inhibition of pacing and low impedance. The lead was capped and replaced during routine generator change out. The patient was stable post procedure and would be followed normally.

Manufacturer narrative:
Should have been (B)(6) 2017 rather than (B)(6) 207.

Event description:
The capped date should have been (B)(6) 2017.

Event description:
New information states the lead was capped and replaced on (B)(6) 2017.